Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator reported that the dialysate bag was empty and he attempted to end the treatment by performing a manual rinseback. The operator contacted tech support for assistance when he could not perform the rinseback. Tech support determined that the operator failed to open the cycler door to perform the rinseback and that the cartridge set was likely clotted due to elapsed time, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator forgot to open the cycler door in order to be able to perform manual rinseback. The user's guide provides adequate step by step instructions for performing manual rinseback. Nxstage reviewed the event with the patient's facility and they have provided additional training. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.